Event description:
Info received indicates the hi/low function of the bed moved down unintentionally.

Manufacturer narrative:
The facilities maintenance replaced the beds power control board to repair the bed.